Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have vessels that are not amenable to the transfemoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24fr sheath is 8mm. In this case, the minimum luminal diameter (mld) of access vessel was 6.8mm and the patient¿s vessels were noted to be mildly calcified and severely tortuous. Difficulties with the sheath insertion was likely due to patient (less than recommended vessel diameter and severe tortuousity) and procedural factors. Although it cannot be confirmed, per the implanting physician, the aortic perforation was due to a torturous 90 degree bend in the abdominal aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, percutaneous access was obtained and pre close was performed with two perclose on the left side. Serial dilations were performed. Following insertion of the 24fr edwards sheath a kink was observed under fluoroscopy and resistance was felt on the guidewire. The sheath was removed and a second 24fr edwards sheath was advanced on the left side, which also kinked. It was then decided to place a 24fr edwards sheath on the contralateral side. The delivery system was then advanced through the 24fr edwards sheath on the right side when significant resistance was met due to a 90 degree aortic bend. The systolic blood pressure dropped into the 30's as the sheath had punctured through the abdominal aorta. A 12fr non-edwards sheath was advanced up the right side and a coda occlusion balloon was inflated above the perforation in the abdominal aorta. The patient¿s blood pressures went to 210 systolic and then stabilized to 160 following positioning of the occlusion balloon. Upon removal of the delivery system the 23mm sapien valve was stripped off of the delivery balloon in the left external iliac artery (leia). It was decided to deploy a 8mmx6cm mustang balloon in between the 23mm sapien valve. A covered stent (I-cast) 10x38x80cm was then deployed inside the 23mm sapien valve, securing it in the leia. Five units of blood had been administered at this time. The medical team proceeded to advance another coda balloon so they can assess the renal arteries and the abdominal aortic dissection. The coda balloon was then deflated and a covered stent graft was deployed. The coda balloon was inserted through the stent graft and inflated sequentially through the graft from the proximal to the distal side due to some leaking around the proximal portion of the stent graft. This sequential inflation was performed twice. A hand injection below the coda balloon revealed a successful repair of the abdominal aortic dissection. However, the patient was unstable and the physicians were unable to resuscitate patient. No further attempts were made to repair the damaged vasculature and the patient expired in the room. The minimum luminal diameter (mld) of access vessel was 6.8mm. The patient¿s vessels were noted to be mildly calcified and severely tortuous. Per the implanting physician, the abdominal aortic perforation was due to a torturous 90 degree bend in the aorta.